Event description:
It was reported that the patient presented during implant procedure. Upon interrogation, it was noted that the implanted lead exhibited low pacing impedance. The lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, electrical, and x-ray testing was normal and no anomalies were found.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical test and visual inspection did not identify any anomalies.